Event description:
The information provided to sjm indicated a 6f angio-seal vip was deployed. A "pop" was heard as the patient was putting her jeans on. A groin hematoma was observed outside the procedure room and later extended to the thigh and abdominal areas. Hospitalization was extended because the patient needed a blood transfusion. The patient was stable following the event and later discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.